Event description:
Info received indicates, the brake is setting but the casters would swivel when pushed from the side.

Manufacturer narrative:
The tech found the brake block assembly and casters were worn. The tech rebuilt the brake block assembly and replaced brake casters to repair the bed.